Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in good condition. A review of the event history log evidenced error codes 260 and1261. The investigator was unable to duplicate the customer's reported product problem: piezo distorted during testing. The pump was found to initially be displaying error code "1260" error during power. Error code "1261"was subsequently observed. A delivery accuracy test could not be performed due to the aforementioned alarms. The investigator replaced a defective microprocessor unit board. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave an alarm code. No patient involvement.